Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not complete the boot up process. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not complete the boot up process. As a result, defibrillation therapy would be unavailable, if needed.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the device operator interrupting the software update by opening the lid. The device was archived by stryker and the customer received a replacement device.